Manufacturer narrative:
(B)(4). A visual examination of the returned device revealed that the there is no exposed glass fiber tip remaining. Examination under magnification revealed that the pattern on the tip face is consistent with a fracture. There was no damage noted along the body of the fiber. The aiming beam was bright, clear and scattered with an effective transmission of 45.2%. The condition of the returned device does not confirm the reported event; the returned device emits energy .evaluation of the returned device found no evidence of either the alleged issue or any defect which could have contributed to the event; as a result the complaint could not be confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.

Event description:
It was reported to boston scientific corporation that a flexiva (tm) high power single-use laser fiber was used during a ureteroscopy procedure in the ureter performed on (B)(6) 2017. Reportedly, the laser unit used was a lumenis 100w. According to the complainant, during preparation, when the fiber was connected to the laser console there was no visible aiming beam. The procedure was completed with another flexiva laser fiber. There were no patient complications at the conclusion of this procedure and the patient was reported to be fine. This event has been deemed a reportable event based on the investigation results; tip detached.